Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Agent received call from patient in regards to the same issue previously reported. Caller stated that they were told they can leave their implant on for the rf ablation. Agent reviewed rf ablation guidelines with the caller. Agent provided ts number for the hcp if there additional questions.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that ever since they had an epidural shot in their back about a month ago, in (B)(6) 2026, "everything was out of whack". They further clarified and stated they had the urge to go to the bathroom but then they try to pee but they wouldn't be able to go for hours. The patient stated they would have to turn the stimulation down and the sensation would go away but there were still times where they couldn't go. Patient said they actually had 2 shots, one on each side, one was at the end of (B)(6) 2026 and the other one was in february 2026 and it was after the february shot where they noticed the issue beginning. Patient wanted to know if an epidural could cause an issue. Patient services reviewed compatibility considerations and redirected the patient to follow up with their managing healthcare provider (hcp) about their therapy concerns. The patient said they changed their program yesterday (B)(6) 2026 and it seemed like they hadn't gotten up to go to the bathroom yet so maybe they were doing better now but they still felt like the epidural shot had done something to their symptom control or the implanted system. Patient said they'd called their hcp office to get a hold of a rep about the issue and the office gave them a phone number for another rep whose name the patient could not remember and the patient said they'd called the rep yesterday (B)(6) 2026 and left a message about their therapy concerns however the rep hadn't returned their call. Patient services reviewed the role of patient services and the rep with the patient as well as stimulation considerations with the patient and again redirected the patient to follow up with their managing health care provider to further address the issue and to discuss their symptom concerns. Patient provided medical information and said their nerves were all messed up (they confirmed it was not related to the device/therapy) and they were trying to take some of the pain away with the epidural but then after the shot, that's when they noticed they had to go but they "couldn't" go." Patient also mentioned they were going to have a radio frequency ablation on their back on and they wanted to know if they could do it. Patient services reviewed compatibility considerations with the patient and provided the patient with the technical services (ts) phone number for their care team wanting to do the ablation to call if they had any questions. Patient will follow up with their hcp about their symptom concerns.